Manufacturer narrative:
(B)(4). Batch number: p56n7k. Investigation summary: the analysis results showed that one gst60d reload was received fully fired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic bullectomy, it was found that the staples of the first cartridge were left and stuck inside the proximal end of the jaws and the 2nd cartridge could not be loaded into the device. Another device was used to complete the case. There were no adverse consequences to the patient.